Manufacturer narrative:
The device is not available for eval. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that three pts developed paralysis during iabp (intra-aortic balloon pump) and ECMO (extra corporeal membrane oxygenation) combined. This is pt 1 of 3. Refer to mfg report # 8010762-2014-01230 and 8010762-2014-01231 for the other two pts. (B)(4).